Manufacturer narrative:
Corrected data: please disregard the initial report submitted with the MFR: 3012307300-2022-19812. The report was submitted in error.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No product information has been provided to date.

Event description:
It was reported that the display was blanked when the device was turned on during a return device service. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.